Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation, with it found that the device was off as of (B)(6). The implant was then turned back on and the issue was resolved, with the patient currently at 2.89v. No further complications are anticipated. The patient's indication for implant is unknown.